Event description:
Pt reports back up pump is showing an error sign "blockage" the last 3 nights while sleeping. Pump was in use when error message went off, pt did not experience any side effects. Pharmacy will be sending replacement pump for delivery on (B)(6) 2017. Malfunctioning pump will be sent back to pharmacy. No further information known. Dose or amount: remodulin 54nkm. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6) 2012 to ongoing.